Event description:
"Pt had respiratory arrest; 2 separate intubations by 2 different respiratory therapists were performed. 1st attempt was in the esophagus; 2nd attempt was believed to be in the trachea after rn; md listened to breath sounds and confirmed. 02 sats did not improve; anesthesiologist intubated 3rd time successfully with size 8 et tube. Pt's abdomen was distended afterwards. Free air was noted on x-ray. Pt had exploratory laparotomy for gastric wall tear."